Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a position rectal resection, the surgeon hits the first shot, the internal components of the cutting closure can not be activated even if the surgeon pressed the green button but was not able to squeeze he handle. They used new handle, but the handle breaks the component and there is abnormal noise. There was no patient injury.